Manufacturer narrative:
Device 1 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced events where ten infusion sets fell off during physical activity on (B)(6) 2024. The infusion set was use for less than a day for all events. Blood glucose level was reported high during the time of event. The patient took correction injection via multi-daily injections to address the event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.